Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the battery compartment was damaged with moisture ingress noted in the pump. The reporter confirmed that there was no power issue as a result of this complaint. The reporter confirmed that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed that the battery compartment was cracked and there was moisture corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The pump would not power on. The pump casing was opened and there was evidence of internal moisture found on the printed circuit board and the battery housing.